Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 6/21/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. Lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was observed on lens pieces. The condition in which the sample returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no additional investigation requests were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model zcb00 +22.5 diopter) was explanted from patient¿s right eye because of patient experiencing unexpected postop refraction. There was no incision enlargement, no vitrectomy and no sutures required. A same model lens but lower diopter of +21.0 was used as the replacement lens for the patient. Patient has recovered. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.